Event description:
It was reported that this left ventricular (lv) lead exhibited failure to capture in any lv configuration. X-ray imaging was performed and lead dislodgement was identified as the lv tip was located in the subclavian vein. The decision was made to reprogram the device to right ventricular (rv) lead pacing only and the case will be evaluated for a system revision. The patient experienced inadequate stimulation and does not feel good due to probable ineffective pacing. The lv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited failure to capture in any lv configuration. X-ray imaging was performed and lead dislodgement was identified as the lv tip was located in the subclavian vein. The decision was made to reprogram the device to right ventricular (rv) lead pacing only and the case will be evaluated for a system revision. The patient experienced inadequate stimulation and does not feel good due to probable ineffective pacing. The lv lead remains in service. No additional adverse patient effects were reported. Additional information received indicates the physician decided to not perform a lead revision procedure as the patient is in a stable condition and in proper follow up.